Event description:
The customer observed two to three occurrences per day of architect i2000sr error code 1007 (unable to process test, activated read failure) when an unknown reaction vessel (rv) was in use. There was no impact to patient management.

Event description:
The fast1 was used after one of the IV lines in the pt had become dislodged. The infusion tube was successfully inserted into the pt and was used successfully for infusion of fluids for a total of 7 to 8 minutes, after which, it was noticed that the infusion tube appeared to have become dislodged. (B)(4).

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4).